Event description:
A patient experienced pericardial effusion and arrythmia. During an atrial fibrillation ablation procedure involving pulmonary vein isolation, posterior wall isolation, an anterior mitral valve line, superior vena cava isolation, cavo tricuspid isthmus ablation, and an additional left anterior line ablation performed using competitive rf energy, a versacross connect access solution for faradrive was selected for use. Transseptal puncture was completed, with no issues reported. The use of the catheter to treat anterior mitral valve line, superior vena cava isolation, cavo tricuspid isthmus ablation constituted off-label use of the catheter. During procedure, the patients arrhythmia persisted and remapping was initiated. During post ablation remapping, intracardiac echocardiography identified a newly developed pericardial effusion that was not present at the beginning of the case. The cardiology physician placed a pericardial drain to relieve the effusion. According to the physician, the procedure contributed to the complication because the effusion developed during the case. Total ablation time prior to effusion detection was approximately four hours. The procedure was completed with the original device. No device malfunction was reported. No perforation was confirmed. The patient was admitted to the hospital and was later discharged home and was expected to fully recover. The effusion might have been present before the case. The procedure was completed. The device is not expected to return for analysis. It was further reported that the procedure involved no transseptal access issues, and access was obtained without difficulty. In the physician opinion, it is unknown whether the transseptal puncture devices or the transseptal access contributed to the event. The activated clotting time level was therapeutic during the procedure. The transseptal puncture device is not available to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A patient experienced pericardial effusion and arrythmia. During an atrial fibrillation ablation procedure involving pulmonary vein isolation, posterior wall isolation, an anterior mitral valve line, superior vena cava isolation, cavo tricuspid isthmus ablation, and an additional left anterior line ablation performed using competitive rf energy, a versacross connect access solution for faradrive was selected for use. Transseptal puncture was completed, with no issues reported. The use of the catheter to treat anterior mitral valve line, superior vena cava isolation, cavo tricuspid isthmus ablation constituted off-label use of the catheter. During procedure, the patient's arrhythmia persisted and remapping was initiated. During post ablation remapping, intracardiac echocardiography identified a newly developed pericardial effusion that was not present at the beginning of the case. The cardiology physician placed a pericardial drain to relieve the effusion. According to the physician, the procedure contributed to the complication because the effusion developed during the case. Total ablation time prior to effusion detection was approximately four hours. The procedure was completed with the original device. No device malfunction was reported. No perforation was confirmed. The patient was admitted to the hospital and was later discharged home and was expected to fully recover. The effusion might have been present before the case. The procedure was completed. The device is not expected to return for analysis.